Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high as compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2011 at 3:50pm, she tested her blood glucose and obtained an alleged message of "high glucose" on the subject meter. Per the onetouch ultralink owner's manual, the message of "high glucose" may mean that the user's blood glucose is greater than 600 mg/dl. The patient informed the cca that she manages her diabetes using an insulin pump. The patient stated that at 3:50pm of that same day she increased her dose of insulin to 9.45 units in response to the alleged meter result. It was noted by the cca that she tested her blood glucose on another meter (onetouch ultrasmart) within 30 minutes and reportedly received a reading of "104 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient then reportedly stopped administering insulin at 5:45pm that evening after receiving the result on the onetouch ultrasmart meter and took no other action. The patient denied developing any symptoms or receiving any form of treatment as a result of the reported issue. At the time of troubleshooting, the csr noted that the patient did not have control solution to test the subject meter or test strips. The unit of measure was set correctly and the blood sample was from an approved source. Replacement products were sent to this patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.